Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and sometimes had trouble with back light button and had to press harder. The customer¿s blood glucose level was 49 mg/dl. The customer also reported that the batteries are lasting less than and days and scratches on the screen. The device will not be returned for analysis.